Manufacturer narrative:
The device was evaluated and found to be missing the entire dumbbell. Production records show that the device lot met all release criteria. Historical feedback suggests that the device may have been run against some tough material or endplate which can result in such a failure. We received a call from the facility administrator on (B)(6) 2013, inquiring on the status of the investigation. At that time we had not received back the device for evaluation and informed her on a follow up email on (B)(4) 2013 that we could not make any conclusion until we looked at the device. She informed us that the device had been taken by our distributor immediately following surgery, and that she had not had an opportunity to submit it to the user facility risk management for evaluation. The user facility report is dated (B)(6) 2013. It appears that the facility maude voluntary report # (B)(4) suggests that there was rust in the bearings and motor assembly. We are unsure how this erroneous conclusion was reached by the user facility as the motor assembly including bearings is contained within the device handle and a complete dissection of the device would be required to access these. Furthermore, failure of the motor or bearing assembly cannot lead to breakage of the device tip. We requested the images from the surgery to help in our investigation, especially on device placement, but the user facility did not provide them. The device was evaluated by manufacturer and found to be missing the entire dumbbell tip. There were no signs of rust or corrosion in any component of the device. Historical feedback and our experience suggest that the device may have been run against some tough material or tissue (annulus or endplate) which can result in such a failure. The instructions for use warn the user never to use excessive force if resistance is felt when using the enspire system. If resistance is encountered, with device off, user should check the device position and assess the source of resistance using proper imaging equipment prior to continued use of the device. The IFU further cautions users not to advance the cannula and stylet into or through the distal annular wall. The device was most likely run against tough tissue such as annulus or endplate leading to the failure. This is supported by the fact as reported by the user facility that there was nothing accumulating in the collection chamber prior to the break.

Event description:
The hospital administrator called the company on (B)(6) 2013, to report an incident that happened on (B)(6) 2013. She reported that the surgeon was performing a discectomy on l5/s1 on patient with back pain using the enspire interventional discectomy device (sv1007). According to the facility administrator, the physician verified location of device using a lateral and an ap view x-ray taken with a c-arm. We requested to assist with the investigation but they were not provided by the facility. The administrator also reported that the disc was not collapsed. Physician inserted the device and started the device but material was not accumulating in the collection chamber so he stopped and pulled out the device. He observed that the tip was broken. He verified via x-ray that indeed a piece of the device was lodged in the disc. He was unsuccessful in his attempts to remove it and chose to leave it in place since it was not free flowing but lodged in the disc. The surgery was not completed. The hospital administrator reported that she contacted the facility risk management who informed her that they would submit a voluntary report to the FDA on (B)(6). She also reported that the device had been kept by the distributor immediately following the surgery in order to return to the manufacturer for evaluation. Surgeon indicates there would be follow up on patient but that he will not retrieve the broken piece.